Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned device found no anomalies. It was noted during visual examination that the proximal conductor (electrode end) is distorted and there is blood in/on the helix/lobe mechanism. Damage at implant.

Event description:
It was reported that during implant attempt there were high impedance issues with the lead. After trouble shooting efforts could not resolve the issue, the lead was replaced. The device was not used. There were no patient complications reported as a result of this event.